Event description:
Energency medical service personnel were monitoring a pt, condition unknown. Allegedly after delivering 3 countershocks, the monitor displayed only artifact and the pt's ECG could not be discerned. There were no adverse effects to pt as a result of the alleged malfunction.

Manufacturer narrative:
Physio-control examined the device and observed intermittent artifact when monitoring a simulated rhythm. The pt monitoring cable was replaced, proper operation verified and the returned to the customer for use.